Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The non-totally occluded, eccentric, de novo target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). The lesion contained >45 and <90 degrees bend. A 20 x 3.00 rebel stent was advanced to treat the lesion. However, during the procedure , it was noted that the device could not cross the lesion. The device was removed and it was noticed that the stent was deformed. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.